Event description:
Customer reported sample misidentification when using the coulter lh 750 hematology analyzer. Sample with identification number (B)(6) was incorrectly read as (B)(6). The printout displayed a "no match" error message which alerted the operation to the error. No erroneous results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
The instrument checksum digit is disabled. Product labeling states: "beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy." Patient barcode was requested but not provided. Service information was not provided. Root cause is failure to use checksum feature of lh750. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events.